Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of continuous glucose monitoring (cgm) data on the ilet system with a dexcom g7 sensor, with the ilet displaying prompts to connect the cgm or enter a blood glucose value and the sensor pairing code visible. No adverse clinical symptoms reported. Outcomes included no interruption requiring medical care or hospitalization. User support included customer support troubleshooting and user education, including instructing the user to toggle the cgm setting and restart the sensor. Investigation of this case revealed a communication or pairing issue between the cgm sensor and the ilet device, consistent with cgm not paired and signal loss, with no hardware failure confirmed. It was concluded, based on previously established findings for similar reports, that user interface or transient connectivity factors were the likely cause.